Event description:
The customer indicated that a burn occurred at the location of the pt's left upper inner thigh where it was touching the right thigh. The right thigh was blistered; but did not require treatment. The pad was placed on the pt's right lateral thigh. The burn was discovered immediately after removing the drapes. The pt had since gone home and was doing fine. A medwatch was received on 11/18/99 that indicated the burn on the left thigh will require excision and possible skin grafting.